Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 356 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.